Event description:
It was reported that during a pulse field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. It was noted that when the farawave catheter was inserted in the sheath, bubbles kept forming in the syringe during purge. Prior to that only dilator, a transeptal needle (non-boston scientific device) and a guidewire (non-boston scientific device) were inserted in the sheath. Guidewire was retracted in farawave when inserting in the sheath. Valve air leak was noted. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.